Event description:
Reporter alleged pts' blood glucose measured 529 mg/dl on the blood glucose device compared to a lab measurement of 93 mg/dl when testing was performed at the same time. It was stated any actions or treatment for the pt was not provided. A request was made for the return of the suspect device and replacement product was sent.